Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was receiving lioresal [2000mcg/ml] at a rate of 400mcs/day via intrathecal drug delivery pump. The indications for use of the pump were cerebral palsy and intractable spasticity. It was reported that the catheter was accidently cut/sliced by the surgeon during an unrelated surgery. The event date was reported as approximately (B)(6) 2015. The pump and catheter were both replaced. A rotor study was performed, and the pump appeared to be working normally. The physician didn't feel anything was wrong with the pump, but the decision was made to replace the pump to avoid an additional surgery if there did end up being something wrong with it and to keep infection rates low. An unknown length of spinal catheter segment was left in the intrathecal space. No troubleshooting was performed. As of (B)(6) 2016, there was no patient injury and the issue had resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.